Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), unused silicone channel drain. Visual inspection of the sample noted that there was a large hair taped to the back packaging. This does not meet the specification as "no hair is permitted on the product.". A potential root cause for this failure could be ¿no follow up to production areas cleaning procedure¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed as labelling could not have prevented the reported failure. Corrections: d, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that foreign material like hair was found when the package was opened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foreign material like hair was found when the package was opened.